Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the wire broken due to rotational wear at 188 cm from the proximal section. The section broken and the spring tip were returned. Overall length couldn't be measured due to the device condition (wire broken). Outer diameter of proximal section, outer diameter near to section broken and outer diameter of distal tip are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02683. It was reported that wire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During rpm testing, it was noted that the wire snapped at the burr outside the patient. The rotawire was replaced with another and could not pass through the existing burr. The burr was then changed and the wire passed through successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: (B)(4). It was reported that wire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During rpm testing, it was noted that the wire snapped at the burr outside the patient. The rotawire was replaced with another and could not pass through the existing burr. The burr was then changed and the wire passed through successfully. No patient complications were reported.